Event description:
The day after initial implant during a follow-up, the device provided an inaccurate longevity estimation. The issue was resolved when the device was reinterrogated and the correct longevity was displayed. The patient is stable.